Event description:
During pci the patient had two endeavor rx drug-eluting stents successfully deployed overlapping to lad. Approximately 20 months post pci patient was hospitalized due to acute cardiac infarction; acidosis was confirmed during pci of coronary artery. When patient was been transferred to ICU cardiac arrest occurred, temporary pacing did not work and patient expired. Cause was death was deemed to be metabolic acidosis. Investigator indicated that there was no relationship with the study product, drug or procedure. Death was assessed as non-sudden, non-cardiac.

Manufacturer narrative:
Evaluation: results - inherent risk of procedure (death, myocardial infarction). (B)(4).